Event description:
It was reported that the ilet user could not see drops during the priming step and the device displayed 111 units on the ¿press and hold¿ screen; it was determined that an empty cartridge had been inserted, and the agent guided a correct supply change so insulin delivery could be resumed, which aligns with a use-of-device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue attributed to user operation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.